Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
"Date of event" is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had infection at ipg site. As a result, surgery occurred to explant the ipg and the patient was prescribed oral antibiotics. During the same surgery, the leads were also explanted as documented in manufacturer reference numbers 1627487-2019-13502 and 1627487-2019-13503.